Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached 27 mmol/l (486 mg/dl) while wearing the pod between 24 and 36 hours. The patient was treated with a saline drip and fluids via intravenous therapy. When the pod was removed from the infusion site (arm), the cannula was found bent. A new pod was applied.